Manufacturer narrative:
It was reported that the touch screen was unresponsive to touch. DHR review and review of complaint history did not identify any contributory factors to the event. As this is not a failure of a critical component of the device and that the user can still navigate on the software with the mouse, a replacement is not mandatory and will not be performed. The part was not returned at manufacturing site and cannot be analyzed for investigation purposes. Therefore the root cause of this event cannot be determined.

Event description:
When performing preventive maintenance, field service engineer noticed that touch screen does not function properly. Control of the computer and software can still be done with mouse. This did not happen in surgery and customer did not mention this as an issue.